Event description:
A user facility reported to olympus that the evis exera iii video system center had no display from the front panel light during preparation for a procedure. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is in process. The olympus service center was unable to replicate the customer's event and no other abnormalities were noted. A definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 7 years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, a root cause could not be identified. The phenomenon was not reproduced. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.